Event description:
It was reported that the patient had the pump replaced in 2008. The patient was sent home after a routine 23 hours. On three days later, the patient experienced fever, hypotension, abdominal distension, and respiratory distress. The patient was admitted to the ICU and expired on another three days later. The health care provider did not believe that the events were related to the pump, but an autopsy had not been performed. The concentration and daily dose of baclofen being administered via the pump were not reported. A follow-up report will be submitted if additional information becomes available.